Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with operating currents within specifications. No failed battery test alarms noted. Device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The backlight is working properly. No backlight anomalies noted. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 56 mg/dl. Troubleshooting was performed. The device was returned for analysis.